Event description:
Covidien counter stapler malfunctioned / misfired / did not staple per dr (B)(6) and dr (B)(6) during a sigmoid resection in operating room. Colon oversewed with suture, 2 stapler loads used, unsure which one malfunctioned. Both loads placed in labeled bag for risk mgmt to examine. FDA safety report ID# (B)(4).